Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 11mmol/l. The user alleged the insulin pump was over delivering insulin due to insulin being delivered during a correction are way too high. Customer reported that her sons pump was delivery way too much insulin then it should when doing a manual correction. No harm requiring medical intervention was reported. The device will not be returned for analysis.